Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump has an empty reservoir and has not rewound and it's prompting the customer to prime. Customer was advised to insert a pen to prime. Customer then was then able to access the prime menu to rewind. However, the device would not rewind, it would prompt him again to prime. This was repeated several times. Customer was advised the device needed to be replaced. Customer's blood glucose was 19 mmol/l. Customer agreed to return the device for analysis.